Manufacturer narrative:
Pt weight: patient weight not available from the site. A medtronic representative, following-up with the site, reported that the tracer probe had all green status. They were able to get the tracer to pass on the original scan but it was a quarter to half and inch inaccurate. When the surgeon touched the tip of the nose it showed anterior (out in the air). The surgeon tried again, due to inaccuracy, and was not able to pass again. They loaded another scan that had 88 slices and passed but were inaccurate in the same direction by a quarter of an inch. It was recommended to use pointmerge for larger patients in the future. Software investigation completed. Findings were that they were unable to determine root cause with the insufficient information provided. Based on the image provided, it is suspect that the candidate is not ideal for tracer registration. Subsequent surgeries performed with successful registration, and no reported issues.

Event description:
A site representative, registered nurse, reported that while in an ent procedure, the surgeon was unable to pass a tracer registration. The dots collected out in space and in the opposite pattern was being traced. Using the full head strap set-up, the scatter was already edited out of the model. In trouble-shooting, the nurse was instructed to move the head strap on the model to where it was on the patient. They confirmed it was an axial scan. Looking at tracking details, the patient tracker had green status, the tracer probe had constant red status with metal warning. The registered nurse reported there was an IV stand within 3 feet of the emitter but noted it was too difficult to move it. They are unable to get green status for the probe while moving the emitter around. It was recommended they move the IV stand, and if this did not work, to try another instrument tracker. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.